Event description:
The spike on the capd transfer set with uv flash was broken during connection with a disconnection cap. There was no pt injury or medical intervention associated with this incident.